Event description:
It was reported that during an unknown procedure when the doctor used the mcs20 devices the nails dropped. No patient consequences reported. Procedure was completed with a same like device.

Manufacturer narrative:
(B)(4). Body fluids. The analysis results found that the mcs20 device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was cycled and it fed and formed eleven clips as intended; however five clips did not fully advance into the jaws. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling all the internal components were found in good visual condition. A potential cause for the feeding issue was accumulation of dried body fluids. Accumulation of body fluids is common during surgical procedures and does not necessarily indicate a manufacturing defect in the device. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.